Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/02/2015.

Event description:
According to the reporter: after insertion of the pedi port upon opening of the fixation cage a piece of plastic was observed to snap off from the port. Mr (B)(6) noticed the piece of plastic and retrieved it. The plastic piece was reported to have been retrieved from within the patient and the procedure continued on as planned. It was also reported that the mechanism for opening and closing the fixation cage on the end of the port seems to have also failed during the opening process, however it was reported that mr (B)(6) was still able to open the fixation cage to remove the port.